Event description:
In 2008, the pt reported that her blood glucose was elevated to over 300 mg/dl and she was not able to bolus because the down button of her infusion device was not properly functioning. She stated that she is unsure if she received her night time bolus the previous night and she was unable to check her bolus history due to the defective button. To lower her blood glucose, the pt stated that she would inject insulin via syringe. Her normal blood glucose level is 100 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.